Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Lead damage was suspected. No intervention was reported. There were no patient consequences.